Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 274 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer reported of removing snap cap not being aware that it was not to be moved, and customer put it back on. Customer was advised that reservoir would need to be replaced.